Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Possible system lock-up. The investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00183) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the system locked up during a transesophageal echocardiography (tee) procedure. It was found that the patient's registration information was not saved and the results of the partial study were unrecoverable. The system was rebooted and the procedure continued and completed with no equipment change. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00183) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1, e2, e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the issue of the lock-up event during a study was a result of a thumbnails component resource issue with the secondary capture of pat reg page. The software was not correctly synchronized between the pat reg capture and pim bookmark creation. This issue was fixed in a new software release.